Event description:
It was reported that the pacing impedances were getting low. The patient's pocket was opened and it was discovered that there was blood ingress into the device which was believed to have decreased the lead impedances. The device was removed and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.